Manufacturer narrative:
(B)(4). Batch # m9374n. The analysis results of the el5ml device found that it was received in good visual condition. Upon evaluation the trigger was difficult to cycle; in addition, 4 malformed clips and 2 conforming clips were fired from the device. The malformed clips were the result of the clips not being fully feed into the jaws due to dried body fluids. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, excessive dried body fluids were noted in the shaft assembly. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when applying a clip, the clip would not discharge or gets jammed. The case was completed using another device of the same product code. There were no patient consequences reported.